Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) (value not provided) due to not using the non-tandem continuous glucose monitoring system. Reportedly, the customer went to the emergency room due to low bg. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.